Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead - 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that the day after implant, the atrial lead was found to have dislodged. The lead was explanted and was not replaced as the patient had exhibited persistant atrial fibrillation for the past couple of years. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.